Manufacturer narrative:
This report was received from the (B)(6) (ref. (B)(4) reporter source physician. The initial version and follow up version has been managed together. The initial report was received on (B)(6) 2020 and on (B)(6) 2020 the case was updated with the information obtained from the responsible of the center of pharmacovigilance. This (B)(6) year-old female patient was treated for arthritis with hyaluronic acid (brand unknown) by intrarticular route. After injection she experienced gonalgia on the right knee that was considered serious due to hospitalzation. The adverse reaction is listed in the spc of the company hyaluronic acid product-based, the relationship is considered possible because the event could be referred to the basal disease (arthritis). This case comes from the country (B)(6) in which fidia's product containing hyaluronic acid is classified as drug and not a medical device.

Event description:
This report was received from the (B)(6) (ref. (B)(4), reporter source physician. On unknown date a (B)(6) year-old female patient started intra-articular hyaluronic acid (mah unknown) solution for injection at the dose of 1 dosage form, for arthritis. On (B)(6) 2020, a few days after the local infiltration of hyaluronic acid, the patient experienced acute pain on the right knee and went to ER. On (B)(6) 2020 the patient experienced intense exacerbation of pain and she went again to ER. The patient was hospitalized. Reaction as described by the primary source: gonalgia to the right knee. The suspected drug was withdrawn. The outcome of the event was reported to be recovering/resolving. Concomitant medications included: on unknown date insulin glargine (mah unknown) . On unknown date atorvastatin (mah unknown) . On unknown date omega polienoici (esteri etilici di acidi grassi polinsaturi) (omega polienoici). On unknown date insulina lispro (insulin lispro). On unknown date clonazepam (rivotril). On unknown date folic acid (folina). On unknown date pantoprazole (pantorc). On unknown date valsartan (tareg). On unknown date clopidogrel (plavix). On unknown date furosemide (lasix). On unknown date vitamin b (neuraben).